Event description:
An ophthalmc surgeon reported poor aspiration during a procedure. The settings were changed to address the issue and the procedure completed with no patient impact.

Manufacturer narrative:
The customer reported that the system had poor aspiration. The mode and settings were changed and the system was used to complete the case. There was no patient impact noted. The company representative examined the system and noted weak suction. The vacuum chip and the pressure regulator were replaced. Preventative maintenance was performed. The system was then tested and met all product specifications. The samples were received and the visual evaluation of the vacuum chip and the pressure regulator showed no obvious nonconformities. The samples were installed in a calibrated system and the aspiration was found to meet specifications. The system was manufactured on june 8, 2006. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).